Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was disable while monitoring ECG. Feedback from customer: the incident happened apparently at approximately 17:00 on sunday (B)(6). Patient was being monitored for a number of minutes and then the unit went into alarm. Staff then found that it was asking for a password continuously, even after power up. On receipt in the workshop cu found that the paddles cable was not seated properly, but cu can't see that this was a factor. Cu put in the service password and ran operational checks. No issues found. The customer also added that when the unit arrived in the workshop the therapy cable was slightly loose, however this shouldn't have cause the unit to disable itself. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.